Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Technical support was contacted due to oversensing noted on the device.

Event description:
Additional information received indicated that the device reprogramming is anticipated to resolve the event.